Manufacturer narrative:
The account found the right caregiver board needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right caregiver board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would raise without depressing a switch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).